Event description:
It was reported that a patient had a problem with a flipped pump. The patient stated that she had two hernia repairs on her stomach and a tummy tuck (B)(6) 2014, and after that procedure the pump kept flipping. The issue was later corrected per the patient. The drug being infused by the pump at the time of the event was not known (currently the pump was used to infuse dilaudid (hydromorphone). Follow up was conducted to obtain further information but it was not received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: 2012-(B)(6), product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type: catheter. (B)(4).

Event description:
Additional info received reported that the patient was still having device or therapy concerns but had an appointment on (B)(6) 2015 with a healthcare professional (hcp).